Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained that they were using the wrong test strips in their coaguchek inrange meter. The serial number was requested but was not provided. The patient's mother stated they were using coaguchek xs pt test strips instead of coaguchek pt pst test strips. Product labeling for the coaguchek inrange meter lists coaguchek pt pst as the correct type of strips to use. The customer, therefore, believed the inr results were inaccurate compared to an unknown laboratory method. The patient's mother provided one meter to laboratory comparison that was a reportable malfunction. At 8:00 am the meter result from a capillary sample was 2.4 inr. At 8:05 am the laboratory result from a venous sample was 1.8 inr. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's mother believes that they have been giving the patient not enough marcumar. The patient's mother stated that there have been no consequences due to the wrong dosage. Further investigation clarified that there is no quality difference between the two types of test strips mentioned. The only difference and why they are designated differently is the number of test strips included in the vial. Test results should not be any different between the two test strip types. The affected product has been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer provided additional patient data and information. The meter serial number was (B)(4). The customer stated that on at 8:00 am on (B)(6) 2019 the meter result was 2.4 inr and at 8:00 am the laboratory result was 1.89 inr. The meter memory showed that on (B)(6) 2019 the meter result was 2.0 inr and at 9:11 am.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 3345000) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Medwatch field device evaluated by MFR was updated.